Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 (air in set) on the homechoice. The registered nurse (rn) reported the home patient (hp) machine keeps alarming with se 2240. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product surveillance followed-up with the home patient regarding a report of a system 2240 alarm. Patient was unable to recall details of the event. Patient did however state no problems or illnesses were associated with this event. Patient has continued to use her peritoneal dialysis cycler. The patient discarded the supplies after therapy, and did not know the lot number or the date of shipment delivery.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during use on the homechoice was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up MDR will be submitted if additional information becomes available.